Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 14 mm amplatzer septal occluder (aso) was successfully implanted on (B)(6) 2015. During a follow-up visit on (B)(6) 2015, the aso was noted to have embolized to the descending aorta. On (B)(6) 2015, attempts to snare the aso were unsuccessful and the patient was sent to surgery for aso removal. The patient is stable.